Event description:
This pt has had left hip pain for 3 to 4 years. Total left hip arthroplasty in 1973, revision in 1998. Has pain with all ambulation. X-rays show the stem has loosened. During the procedure the surgeon discovered the stem was quite loose. The stem was removed and replaced.